Event description:
The patient reported that the cardiac resynchronization therapy defibrillator (crt-d) had been toning that morning, perhaps due to wearing a nametag with a magnet. The patient also described a vibrating sensation while this was happening. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.